Event description:
It was reported that the patient had a problem of getting up in the night to use the bathroom. The issue began ten days prior to the report and she thought she had a urinary tract infection (uti). She had to get up about every couple of hours, which was how she was before implant. The reporter and patient spoke to the nurse at the managing healthcare provider¿s (hcp) office and she assisted them with using the programmer over the phone. They did adjustments and got it down to a comfortable level because it was too high. The patient felt an uncomfortable stimulation sensation in her vagina and also while lying down. The managing hcp suggested the patient have a urine test, which she did on monday, and the results were negative for a uti. However, she previously had two utis, one of which was ¿probably about a month before the last one she thought she had.¿ she was getting medication for it and by the time she got the results she did not have it at all. Follow-up received from the hcp reported that the last phone call from the patient was on (B)(6) 2014, since she was out of state. It was unknown if there was 50% or greater symptom reduction. The cause of the event was not determined, but it was device related. The patient¿s husband was able to decrease the amplitude during the call. There was no loss of stimulation, but therapeutic effect was unknown. The patient outcome was unknown to the hcp no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment at their hcp¿s office in january.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0clu7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).